Manufacturer narrative:
(B)(4). The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Vomit is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."

Event description:
Health professional reported vomiting. Action taken was an adjustment and surgical revision specified as "unlocking" of the lap-band ap system.